Manufacturer narrative:
Concomitant product: 419688 lead; 5076-52 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on all vectors of the pacing, defibrillation coil, and superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.